Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The user alleged that a leakage occurred with two cartridges from the same box/lot.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states the user reported that the insulin cartridges were not expired at the time of the event. H3 other text : shipment of complaint material from russia suspended indefinitely.